Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon ruptured upon third inflation at 12 atmospheres within 30 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.